Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
The pump was returned to animas and evaluated. The keypad appeared to be intact with no lifting or peeling observed. The pump booted with audible tones and displayed the verify screen. The pump was navigated through the verify screen and main screen to test the operation of the keypad buttons. The "up/down/ok/contrast" keypad buttons were intermittently responding to user inputs during testing. The keypad was removed for further investigation. The "contrast" key contact was inverted. The "up/down/ok" key contacts became inverted when pressed and were not always springing back. Evidence of keypad adhesive was found under all the key contacts.

Event description:
This complaint is being reported due to an alleged keypad malfunction. Keypad button presses did not activate desired pump functions. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.